Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy using unknown pd disposables, which caused peritonitis. The patient had a break in aseptic technique, further described as the patient did not clean the area before starting pd. The patient experienced peritonitis manifested by intense abdominal pain with no fever and cloudy effluent. The patient was hospitalized for the peritonitis event. The patient was treated with an unspecified antibiotic. Pd therapy was withdrawn and the patient was transferred to hemodialysis. The event of peritonitis resolved. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The reported issue was confirmed to be caused by use error as there was a break in aseptic technique by the user, described as did not clean the area before starting pd therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.